Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a female patient who underwent a breast reconstruction revision procedure with a mentor cpx 4 breast tissue expander with suture tabs 350cc device developed an infection in her left breast post implantation. As a result, the patient underwent explantation on an unknown date.

Manufacturer narrative:
On 22-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced infection. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the tissue expander. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the expander is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level before releasing for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-apr-2022, mentor received additional information about the event: the patient identifier is (B)(6). The patient dob is (B)(6) 1988 the explanted device was replaced with a mentor cpx 4 breast tissue expander with suture tabs 350cc device on (B)(6) 2022. On 26-apr-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).